Manufacturer narrative:
Section d4, h4: additional information user facility report: (B)(4) was received on (B)(6) 2020 (section g4 date of previous report) manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. Furthermore, the report of damage to the outer jacket of the external portion of the driveline was confirmed; however, a specific cause for the observed damage could not be conclusively determined. (B)(6) was returned disassembled with the driveline (dl) severed at the pump nipple housing. The distal portion of the dl was returned in two segments measuring approximately 23¿ and 14¿, respectively. Evidence of a previous driveline repair was observed on the 23¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned detached from the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. The inlet stator and rotor had been removed from the pump prior to return. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the returned bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2020 under work order# (B)(4) and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Layers of red and black tape were observed approximately 1¿ through 3.5¿ from the metal connector. Upon removal of the tape, damage to the outer silicone jacket was observed approximately 2.5¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline segment was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Continuity testing was not performed on the green and black wires of the 23¿ dl segment due to the proximity of the damage in their insulation to the severed end. Electrical continuity testing was performed on all other returned portions of the driveline and all wires were found to be electrically intact. Visual inspection of the 23¿ dl segment revealed breaches in the insulation of the green and black wires approximately 0.25¿ from the proximal end. Further inspection revealed breaches in the insulation of the yellow and orange wires approximately 4.5¿ from the proximal end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow, green, black, or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to either the power module/mobile power unit or battery power. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility report: (B)(4). User facility medwatch report received that states patient presented with driveline fracture (pump stops on ac and wall power) confirmed by abbott corp through logfile analysis. Abbott engineers attempted splice repair of the external driveline, however pump stops recurred within 48 hours of the repair. Patient subsequently required heartmate 2 to heartmate 2 exchange via subcostal approach. The device did not operate as expected. It was reported that pump stops were noted on both wall power and batteries. It was found that a phase to phase short situation had occurred. It was recommended to immobilize the percutaneous lead top prevent any further interruption in support. Patient was symptomatic with stops (nauseated / dizzy). There was rescue tape on distal part of driveline at the connection site. Not able to reduplicate with movement of driveline. The x-rays were unremarkable but the external portion was shadowed a bit. Repeat x-rays showed an area of concern. On (B)(6) 2018 technical services arrived onsite for external percutaneous lead repair. The percutaneous lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. It was later reported that the patient continued to have pump stops on (B)(6) 2020. The patient underwent a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump stops were noted on both wall power and batteries. It was found that a phase to phase short situation had occurred. It was recommended to immobilize the percutaneous lead top prevent any further interruption in support. Patient was symptomatic with stops (nauseated/dizzy). There was rescue tape on distal part of driveline at the connection site. Not able to reduplicate with movement of driveline. The x-rays were unremarkable but the external portion was shadowed a bit. Repeat x-rays showed an area of concern. On (B)(6) 2018 technical services arrived onsite for external percutaneous lead repair. The percutaneous lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. It was later reported that the patient continued to have pump stops on (B)(6) 2020. The patient underwent a pump exchange on (B)(6) 2020.